Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The risk is specified in risk management and device labelling was update with the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
The patient began to experience progressive pain, discomfort and epigastric distension, becoming intolerable. A tomography scan was performed, which showed an increased volume of the balloon with a large amount of air. Diet and medication guidelines resulted in partial but unsustainable improvement. The hyperinflated balloon was removed and a new balloon inserted.